Manufacturer narrative:
Date sent: 9/5/2008. Evaluation summary the hand piece was returned with a cracked nose cone and a loose mount. The hand piece was disassemble a torn acoustic isolator and moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the acoustic mount is loose on handpiece. No other information available. No patient consequence reported.